Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter would not power on. The complaint was classified based on information obtained by the customer service representative (csr). The patient reported that the alleged meter issue began on (B)(6) 2018. The patient reported that he manages his diabetes with metformin, and reported that in response to the alleged meter issue he ¿exercised¿. The patient alleged that approximately 2 weeks after the meter issue began he developed symptoms of ¿shaking¿. He denied receiving or requiring any treatment in response to the alleged symptoms. During troubleshooting, the csr noted it was not the first time the meter was being used, and that the correct test strips were being used. There was no evidence of misuse of the product. Csr noted that when troubleshooting was carried out with the patient, when a test strip was inserted, the meter did not turn on and when the power button was pushed the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.